Event description:
From staff: during circumcision procedure, dr was inspecting the mogan clamp prior to use and it was not able to close appropriately; the latch was too loose. It was set aside, never used on the patient. A new mogen was opened from the sterile package and checked, noted to close properly. I made it aware immediately to my team that the clamp was faulty.